Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (INS) for urge incontinence, urinary/bowel dysfunction. It was reported that the reason for the call was the patient said they were supposed to have an MRI of their brain on Monday. The patient said they have been having a lot of falls and had been dizzy. The patient also said the implant felt like it was not there. The patient tried to connect to the implant on the call, but got device not responding. Agent had patient try leaning forward and patient said all they could feel was the top of their thumb. Patient mentioned they last charged the handset 2-3 hours ago and it was at 100%. After repositing the communicator the caller stated that they were seeing end of service (EOS) message come on the screen. Agent reviewed MRI eligibility and the patient was redirected to their healthcare provider to further address the issue. On 2026-Jul-27 a healthcare provider (HCP) called back stating that the patient was present for an MRI. The caller repeated inf ormation. The agent reviewed the previous call and redirected to the patient's HCP. The patient called back on 2026-Jul-28 and repeated information about them having issues with their balance and being dizzy. The patient would like to know what to do to have an MRI of the brain since the implant was at EOS. The agent redirected to the HCP to request an MRI eligibility form and to discuss next steps regarding EOS. The caller stated that they were told the battery would last 15 years. The agent reviewed longevity considerations.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 CFR Parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, Medtronic, or its employees that the device, Medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.